Manufacturer narrative:
The customer did not provide patient demographics such as age, sex, date of birth, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse found a bent aspirate 3 probe and poor aspiration on aspirate probe 2 due to a pinched tubing. He replaced the aspirate probe 3 from customer stock and reposition tubing through aspirate peri pump rollers. He cleaned out the wash carousel and checked alignments of aspirate and dispense probes. He also primed all fluids. Instrument was now fully operational. The cause of the non-reproducible results was determined to be a hardware malfunction.

Event description:
The customer reported obtaining ten non-reproducible patient results on their unicel dxi 800 access immunoassay system (s/n: (B)(4)) for multiple analytes. One patient sample recovered with non-reproducible vitamin b12 (access vitamin b12) results. The initial sample recovered at greater than 1500 ng/l (normal reference range: 180-914 ng/l), which was reported out of the laboratory. The clinician questioned the result; therefore, the customer reanalyzed the patient sample one time on the same unicel dxi800 and obtained access vitamin b12 result of 394 ng/l. No change or impact on patient treatment was reported in conjunction with this event. Quality control was reported to be within specifications at the time of this event. Information on patient sample collection and processing was not provided. There were no reports of any sample integrity issues in conjunction with this event.